Event description:
The customer obtained multiple, non-reproducible, higher than expected vitros phbr quality control results using a vitros 5,1 fs chemistry system. Qc fluid lot n2096 = 17.2, 17.5 vs. Expected result = 13.68 ng/ml; qc fluid lot p2097 = 37.7 vs. An expected result= 30.91 ng/ml; biased results of the direction and magnitude observed may lead to inappropriate physician action if they were to occur undetected on patient samples. No patient samples were run for vitros phbr during the time frame of the event. There was no report of patient harm as a result of this event. This report is number two of three MDR's for this event. Three 3500a forms are being submitted for this event as three devices were involved. (B)(4).

Manufacturer narrative:
The investigation confirmed that multiple, non-reproducible, higher than expected vitros phbr quality control results were predicted while using the vitros 5,1 fs chemistry system. There is no evidence that an instrument related issue contributed to the event. The investigation concludes that the affected results were associated with the use of an atypical phbr calibration that was not verified prior to use. The specific cause of the atypical calibration is unknown. However, a reagent related issue cannot be ruled out as a contributing factor. Expected vitros phbr quality control results were obtained upon recalibrating the same reagent lot. Additional investigation by ocd regarding vitros phbr reagent is ongoing.